Event description:
It was reported that the patient experienced a hematoma at the device implant site that was compromising the airway. The hematoma was evacuated and the device remains in use. The patient was a participant in the adaptresponse study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.